Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran a precision study and found imprecisions with the relative light units (rlu). The cse ran dry, wetwater and wetwash 1 tests. Dry was out of range and water and wash1 were within range. The cse, as a result, found acid/base contamination. The cse performed decontamination on the acid and base lines. The cse replaced the acid and base probe and tubing. The cse replaced all associated valves and tubing. The cse replaced the acid and base pump. The cse primed the pump 100 times. The cse ran dry, wetwater and wetwash1, resulting within range. The cse performed a total service call, with no issues identified. The cse performed precision run, finding random depressed rlus. The cse replaced cleaning solution and rain daily clean, resulting within range. The cse performed precision tests, resulting within range. The cse found a damaged reagent 3 tubing. The cse replaced reagent 1, reagent 2 and reagent 3 probe tubing. The cse reviewed the flor rate and volumes. Reagent probe 2 was out of range. The cse replaced the associated valves. The cse ran daily clean, precision, calibration and quality control (qc), resulting within range. The cse replaced main manifold. The cse ran daily clean, resulting out of range. The cse replaced the diluter assembly. The cse ran rinse system, resulting within range. The cse performed precision, resulting within range. The cse ran daily clean, resulting within range. The cse ran precision on all assays, resulting within range. The cause of the discordant, falsely elevated vitamin d results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated vitamin d results were obtained on two patient samples on an advia centaur xp instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on the same advia centaur xp instrument, resulting lower. The repeat results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin d results.